Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited jumpy pace impedance measurements that remained within normal range. No noise was observed. The health care professional (hcp) was going to continue to monitor. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. Additional information was received that the non boston scientific right atrial threshold measurements were high. The field representative questioned if the battery of this device was depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting normally and that it is close to reaching elective replacement indicator. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited jumpy pace impedance measurements that remained within normal range. No noise was observed. The health care professional (hcp) was going to continue to monitor. The device remains in service. No adverse patient effects were reported. Additional information was received that the non boston scientific right atrial threshold measurements were high. The field representative questioned if the battery of this device was depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting normally and that it is close to reaching elective replacement indicator. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited jumpy pace impedance measurements that remained within normal range. No noise was observed. The health care professional (hcp) was going to continue to monitor. The device remains in service. No adverse patient effects were reported.